Event description:
Initial description: "black distal (radiopaque) tip of the catheter fractured off the sheath."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were sued to produce this lot of materials. Eval of the retained devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum spec. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Due to the nature and frequency of this and other similar field reports, thomas medical products issued a recall for the safesheath csg product line on december 23, 2009.